Event description:
It was reported that upon opening the kit, the "bridge" line was twisted and torqued. Also, luer ports and pigtails were not connected and found loose in the bottom of the kit. No pt was involved. Related to MFR report: 2248146-2014-00088.

Manufacturer narrative:
The device was not returned for eval therefore, no testing can be performed to confirm the complaint. However, an investigation into this issue is being conducted to determine the root cause of the event. When the investigation is completed a supplemental report will be submitted with the results. (B)(4).